Event description:
It was reported to technical services on 7/5/12 that this rv lead has a steady increase in pace impedances. It was 700 ohms at implant to 1300 ohms now. No issues with sensing or pacing thresholds. This rep was referred to medtronic for further help on this lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).